Event description:
It was reported that the device's battery and ac power supply lights not illuminated. There was reportedly no patient involvement. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device's battery and ac power supply lights are not illuminated. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the ac power module. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module, the replacement of the ac power module was recommended. The device remains at the customer site and no further evaluation is warranted at this time.